Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated remaining battery showed 85 percent remaining prior to the patient undergoing an unrelated procedure. During the procedure a magnet was used to disable shock therapy. One week post implant the patient reported hearing tones from the s-ICD. Upon interrogation a code displayed indicating the s-ICD had reached elective replacement indicator (eri). The s-ICD was re-interrogated, and no code displayed. Technical services (ts) was consulted, and the data sent to engineering for review. Upon review, it was determined that the device had 38 minutes of magnet applications over two days. Engineering confirmed that long magnet exposure temporarily reduced the battery voltage. The device has since recovered due to magnet removal and is experiencing normal depletion and that the code was reset by the programmer. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.